Event description:
Drain broke at level of skin when surgeon was removing it. Unable to retrieve retained portion. Pt returned to surgery for removal of retained drain at 1900 on (B)(6) 2012. Tolerated procedure well and discharged on (B)(6) 2012.